Manufacturer narrative:
Lot number not provided by the complainant, therefore the expiration date is not known. The implant date is unk; the complainant indicated it was sometime in 2009. The explant date was not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review could not be conducted for the mammosite device as a lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) caution: avoid contact of the product with glove talc, lint, particulate matter, soaps, oils, detergents or other surface contaminations. Caution should be used to avoid contamination of the mammosite device.

Event description:
User facility reported that following placement of a mammosite rts device "sometime in 2009" the pt developed an "infection and/or seroma". The pt was treated with "antibiotics two months later, the pt had been released". Follow-up the following day, revealed the pt had developed: seroma and cellulitis that required an incision and drainage". Wound complications occurred and the radiation therapy delayed its healing. Subsequently a vacuum assisted wound closure (vac) was performed. The wound was revised and a drain was placed. The pt developed a second infection and was treated with antibiotics (name of medication is unk). We have been unable to obtain any additional info concerning this event.